Event description:
Recently, during multiple procedures, this suction canister stops working and the lid concaves. This is happening with all canisters, not just one box or lot. Manufacturer response for suction canister, (brand not provided) (per site reporter): the rep is aware and was coming to meet with supply chain leadership. The device was switched out for another model in our healthcare system.